Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after surgery that the patient experienced haze from day 1, so the lens was explanted in a secondary procedure and kept in a sterile cup with sterile saline then wants to check for the defect. Additional information has been requested.